Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 21-year-old male patient on impella support had encountered some issues with purge flow and pressure allegedly from a kink in the white catheter. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
The investigation into the reported high purge pressure issue has been completed since the original report was filed. Pump was not returned for investigation. Data logs shows the several purge system block alarm with barcoding trend in purge pressure, which indicate the sign of purge line kinking and unkinking. Per clinical details, kink was noted near kink protector and team was trying to keep white cable unkinked with available hospital supplies. The cause of the high purge pressure issue was most likely a kinked purge line, based on data log review and provided clinical details.